Manufacturer narrative:
UDI for concomitant product (c2/d10) - tined lead: (B)(4). Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator observed a red light on their remote control. Troubleshooting was attempted but the red light could not be cleared. The patient later presented to clinic where their device was interrogated and all impedances were found out of range. The patient was advised that therapy would be unavailable, and the red light will remain on the remote until a lead revision is performed though no surgery has yet been planned. It was later reported that the lead and ins was explanted on (B)(6) 2025. A new system was implanted during the same procedure. All connections and impedances were within normal limits once the new system was placed. Therapy was resumed.

Manufacturer narrative:
UDI for concomitant product (c2/d10) - tined lead: (B)(4). Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem.

Event description:
It was reported that the patient with this neurostimulator observed a red light on their remote control. Troubleshooting was attempted but the red light could not be cleared. The patient later presented to clinic where their device was interrogated and all impedances were found out of range. The patient was advised that therapy would be unavailable, and the red light will remain on the remote until a lead revision is performed though no surgery has yet been planned. It was later reported that the lead and ins was explanted on (B)(6) 2025. A new system was implanted during the same procedure. All connections and impedances were within normal limits once the new system was placed. Therapy was resumed.